Event description:
High pressure fill hose allegedly broke causing a small fitting to blow past the user head. No serious injury reported. User experienced "ringing in the ear" immediately after the incident.